Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method, component). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, the patient underwent bard powerport clearvue isp implantable port placement procedure for unknown medical condition. About sometime after port placement procedure, the patient was diagnosed with infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. B3, b5, g3, h6 (patient, component, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2023, a port was implanted in a patient via the right internal jugular vein for chemotherapy infusion. Approximately three months and twenty-nine days later, on (B)(6) 2023, the patient developed methicillin resistant staphylococcus aureus bacteremia, which was confirmed through blood culture. Two days later, on (B)(6) 2023, blood sample evaluation confirmed the presence of sepsis. The patient subsequently developed a port site hematoma and pseudoaneurysm. The port was removed on (B)(6) 2023. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record review alleges that a powerport clearvue isp implantable port was implanted in a patient via the right internal jugular vein for chemotherapy infusion. About three months and four weeks and one day later, blood cultures confirmed mrsa bacteremia. Additionally, blood sample evaluation was performed two days later confirmed the presence of sepsis. Further, the patient also developed port site hematoma and pseudoaneurysm. The pseudoaneurysm was treated with a thrombin injection. About sixteen days later, the port was removed. Therefore, the investigation is confirmed for the reported mrsa bacteremia, hematoma, pseudoaneurysm and sepsis. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2023, a port was implanted in a patient via the right internal jugular vein for chemotherapy infusion. Approximately, three months and twenty nine days later, on (B)(6) 2023, the patient developed methicillin resistant staphylococcus aureus (mrsa) bacteremia, which was confirmed through blood culture. Additionally, two days later, on (B)(6) 2023, blood sample evaluation confirmed the presence of sepsis. Further, the patient also developed port site hematoma and pseudoaneurysm. Subsequently, the port was removed on (B)(6) 2023. However, the current status of the patient remains unknown.

Event description:
On (B)(6) 2023, the patient underwent bard powerport clearvue isp implantable port placement procedure for unknown medical condition. About sometime after port placement procedure, the patient was diagnosed with infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.